Manufacturer narrative:
Pt's info was requested, but company rep reported doctor cannot remember any pt info. Date of event was reported as near (B)(6) 2011. Exact date was not provided. The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided with the results of the investigation.

Event description:
During a hip procedure using a multivac 50 xl arthrowand, allegedly the screen from the arthrowand detached. Doctor reported he couldn't find the screen and it might have fallen in the pt's hip. An x-ray was not performed and a second procedure is not necessary at this time. There was no reported pt adverse effect or pt injury. No other info was provided for this report.